Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. No unexpected low reservoir alarm noted. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2020 due to low blood glucose and issue with the broken back of the customer and customer was passed out. The customer was in hospital for about 2 weeks. He blood glucose at the time of the hospitalization was 50 mg/dl. The customer stated that, she fell of due to low blood glucose and broke her back. The customer was not using auto mode function at the time of the event. The customer reported that, she was using her sliding scale and then her blood glucose was 400 mg/dl. The customer stated that, she first received low reservoir and then low blood glucose.. Based on customer report, customer does allege over-delivery of insulin. The customer was not used the pump since she was hospitalized on an unknown date in (B)(6) 2020. Fell on the hard floor and broke her back. She never tried using the insulin pump again. The insulin pump will be returned for analysis.